Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('left one is falling out into my uterus') in a 51-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2020, the patient experienced abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown and the abdominal pain lower and genital haemorrhage had not resolved. The reporter considered abdominal pain lower, device dislocation and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. On 21-may-2020: fu1&2 process together- no new information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('left one is falling out into my uterus') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2020, the patient experienced abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy bleeding"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device expulsion outcome was unknown and the abdominal pain lower and genital haemorrhage had not resolved. The reporter considered abdominal pain lower, device expulsion and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.